Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device won't give an upstream occlusion alert. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device won't give an upstream occlusion alert" was not confirmed. The upstream sensor was found disabled by system and has been enabled. The probable cause was the upstream sensor was found to be disabled by the system. Visual inspection found the downstream occlusion (dso) seal damaged. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.